Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted (B)(6) 2014; 694758 lead ,implanted (B)(6)2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) tripped a lead integrity alert. There was oversensing due to apparent 60hz electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.